Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose indicated as "high" on the display following a usual meal announcement, with the trend arrow pointing downward and hyperglycemia lasting approximately two hours; no alerts for prolonged severe hyperglycemia occurred, and no back-up therapy, ketone testing, steroid use, medical intervention, or assistance was reported. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no hospitalization, and no long-term sequelae. Investigation included troubleshooting and education regarding monitoring the downward trend and guidance to call back if glucose remained high or increased. Investigation of this case revealed no device alarms and no evidence of device, infusion set, or supply malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.